Manufacturer narrative:
Product complaint # (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: please provide procedure name: hernia surgery. The following information was requested, but unavailable: please provide lot number: no further information is available. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an hernia surgery procedure on (B)(6) 2022 and barbed suture was used. The suture detached from the needle and it was not a control release needle. No adverse patient consequences were reported. Additional information was requested